Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. The patient's pump was last refilled on (B)(6) 2015 and pump logs showed a motor stall on (B)(6) 2015 with recovery on (B)(6) 2015. The patient had not recently had magnetic resonance imaging (MRI). The patient presented to the office on (B)(6) 2015 and there was still 40ml of drug in the pump indicating that no medication had been delivered since the refill on (B)(6) 2015. At this time, the patient was told that the pump was not working and the patient needed surgery to replace the pump; however, due to the patient's age they were not sure about the surgery. The patient had a few falls and felt like the pump was not working. Per the reporter, overall the patient was "doing well and is happy with the therapy." The plan was to replace the pump on (B)(6) 2015 and the patient was to be managed with oral medication until that time. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that two years ago the patient was in bad health so they elected at that time not to refill the pump. They had explained to the patient that the pump battery was bad. The day of the report (B)(6) 2017 the company representative was at the facility and the patient¿s pump was interrogated, a critical alarm occurred, motor stall. Low battery reset and safe state and stopped pump may exceed tube set occurred. It was unknown if the patient experienced symptoms. The patient wanted the alarms silenced. The pump off password was provided to the reporter. No further patient complications were reported.